Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that a drop in pacing impedances was noted on the left ventricular (lv) lead. Review of the stored daily threshold and impedance measurements trends revealed the pacing impedances appeared to be trending downwards, however, measurements were still within normal limits and a slight increase in pacing thresholds. At this time, the lv lead remains in service. No patient symptoms were reported.